Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had an exposed wire. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.